Manufacturer narrative:
On 11/9/18, it was reported to mentor that the patient¿s race is hispanic, date of birth is (B)(6). The patient¿s age at the time of the problem was (B)(6) years old. The size of the implants was 500cc. The affected breast implant side was left side. The exact date problem observed was 2018 year and not 2017. The patient had observed problems for a few months. The left implant is completely ruptured. The patient is experiencing pain and discomfort on the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient of unknown age underwent a breast implantation procedure of unknown type with a gel mentor breast implant of unknown type and experienced rupture on breast implant on an unknown side. The patient noticed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.